Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), dysmenorrhoea ('dysmennorhea (cramping)') and ovarian cyst ruptured ('ruptured ovarian cysts') in an adult female patient who had essure (ess205) (batch no. 623196,621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom, dysplasia, gerd and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depoprovera from 2004 to 2007. Concurrent conditions included obesity. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced rash ("rash") and eczema ("eczema"). In (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), endometriosis ("endometriosis"), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain lower ("mid and right lower abdominal pain"), skin disorder ("skin condition"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and vulval leukoplakia ("vulval leukoplakia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy (full), salpingectomy (bilateral), excision of posterior vaginal vault endometritis). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the endometritis, dysmenorrhoea, genital haemorrhage, abdominal pain lower, dyspareunia, rash, skin disorder, vaginal haemorrhage, menorrhagia, eczema, vulval leukoplakia and dysfunctional uterine bleeding outcome was unknown and the migraine, headache, nausea, fatigue, alopecia, endometriosis, uterine leiomyoma and ovarian cyst ruptured had resolved. The reporter considered abdominal pain lower, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eczema, endometriosis, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst ruptured, rash, skin disorder, uterine leiomyoma, vaginal haemorrhage and vulval leukoplakia to be related to essure (ess205). The reporter commented: essure complications- one coil came back out had to insert a 2nd coil that was successful. Date discrepancy: removal: (B)(6) 2018 and (B)(6) 2008. Left ostia visualized coils ¿ 2. Right ostia visualized coils ¿ 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Lot number: 621814, manufacture date: 2006/12, expiration date: 2008/11. Lot number: 623196, manufacture date: 2007/02, expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet received. Event per pfs: dysfunctional uterine bleeding. Onset date of event and concurrent condition were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), dysmenorrhoea ('dysmennorhea (cramping)'), genital haemorrhage ('general abnormal bleeding') and ovarian cyst ruptured ('ruptured ovarian cysts') in an adult female patient who had essure (ess205) (batch no. 623196,621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom, dysplasia, gerd and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depoprovera from 2004 to 2007. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), endometriosis ("endometriosis"), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("mid and right lower abdominal pain"), rash ("rash"), skin disorder ("skin condition"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), eczema ("eczema") and vulval leukoplakia ("vulval leukoplakia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy (full), salpingectomy (bilateral), excision of posterior vaginal vault endometritis). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the endometritis, dysmenorrhoea, genital haemorrhage, abdominal pain lower, dyspareunia, rash, skin disorder, vaginal haemorrhage, menorrhagia, eczema and vulval leukoplakia outcome was unknown and the migraine, headache, nausea, fatigue, alopecia, endometriosis, uterine leiomyoma and ovarian cyst ruptured had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, eczema, endometriosis, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst ruptured, rash, skin disorder, uterine leiomyoma, vaginal haemorrhage and vulval leukoplakia to be related to essure (ess205). The reporter commented: essure complications- one coil came back out had to insert a 2nd coil that was successful. Date discrepancy: removal: (B)(6) 2018 and (B)(6) 2008. Left ostia visualized coils ¿ 2. Right ostia visualized coils ¿ 4 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Lot number: 621814 manufacture date: 2006/12 expiration date: 2008/11. Lot number: 623196 manufacture date: 2007/02 expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)'), genital haemorrhage ('general abnormal bleeding') and ovarian cyst ruptured ('ruptured ovarian cysts') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), endometriosis ("endometriosis") and ovarian cyst ruptured (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, rash, skin disorder, migraine and headache outcome was unknown and the nausea, fatigue, alopecia, endometriosis, uterine leiomyoma and ovarian cyst ruptured had resolved. The reporter considered alopecia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, migraine, nausea, ovarian cyst ruptured, rash, skin disorder and uterine leiomyoma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter and patient demographics were added. Lab data were added. Updated suspect drug indication. Event injury deleted new events dysmennorhea (cramping), general abnormal bleeding, dyspareunia (painful sexual intercourse), rash, skin condition, migraine, headaches, nausea, fatigue, hair loss, fibroid and ruptured ovarian cysts added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), dysmenorrhoea ('dysmennorhea (cramping)'), genital haemorrhage ('general abnormal bleeding') and ovarian cyst ruptured ('ruptured ovarian cysts') in an adult female patient who had essure (ess205) (batch no. 623196,621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom, dysplasia, gerd and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depoprovera from 2004 to 2007. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), endometriosis ("endometriosis"), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("mid and right lower abdominal pain"), rash ("rash"), skin disorder ("skin condition"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), eczema ("eczema") and vulval leukoplakia ("vulval leukoplakia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy (full), salpingectomy (bilateral), excision of posterior vaginal vault endometritis). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the endometritis, dysmenorrhoea, genital haemorrhage, abdominal pain lower, dyspareunia, rash, skin disorder, vaginal haemorrhage, menorrhagia, eczema and vulval leukoplakia outcome was unknown and the migraine, headache, nausea, fatigue, alopecia, endometriosis, uterine leiomyoma and ovarian cyst ruptured had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, eczema, endometriosis, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst ruptured, rash, skin disorder, uterine leiomyoma, vaginal haemorrhage and vulval leukoplakia to be related to essure (ess205). The reporter commented: essure complications- one coil came back out had to insert a 2nd coil that was successful. Date discrepancy: removal: (B)(6) 2018 and (B)(6) 2008. Left ostia visualized coils ¿ 2. Right ostia visualized coils ¿ 4. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), eczema and vulval leukoplakia were added. Reporter information was added. Lot number, medical history and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.